Manufacturer narrative:
Multiple attempts have been made to contact the user facility to obtain additional information regarding the reported event however, no response has been received. Without a returned device or additional information regarding the reported event be received from the user facility, a root cause cannot be determined. Steris will submit a follow-up report should additional information be received. No additional issues have been reported.

Event description:
The user facility reported via medwatch # (B)(4) that "during bypass, the hemocor hph 700 failed (interior filter malfunctioned) on the hemoconcentrator. Perfusionist changed the hemoconcentrator with no harm to the patient."

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.